Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device is a combination product. Synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage. The distal stent struts were lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the calcified and tortuous proximal right coronary artery. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment. However, the device failed to reach the lesion and it was noted that the tip of the stent struts were lifted up. The device was removed and the procedure was completed with another synergy stent with a different size. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the calcified and tortuous proximal right coronary artery. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment. However, the device failed to reach the lesion and it was noted that the tip of the stent struts were lifted up. The device was removed and the procedure was completed with another synergy stent with a different size. No patient complications were reported and patient's status was stable.